Event description:
The hospital reported that during an endoscopic vein harvesting procedure, btt short port on the vasoview hemopro 2 would not allow c02 insufflation and appeared to be blocked. The c02 did not flow for dissection. The hospital did not report any patient effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no non-conformance record in the lot history. (B)(4).